Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi was observed on the pacemaker. The patient was not symptomatic to the backup vvi. A device restoration was completed successfully. The patient was stable throughout.